Event description:
It was reported that a patient enrolled in a clinical study underwent a right total elbow arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2014 due to loosening of the humeral component. All components were removed and replaced.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total elbow arthroplasty on (B)(6), 2007. Subsequently, the patient was revised on (B)(6), 2014 due to loosening of the humeral component, osteolysis and enlargement of the intramedullary canal of the distal humerus. During the revision procedure, the ulnar component was removed with difficulty resulting in fracture of the ulna. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity. "